Manufacturer narrative:
The instrument was returned and evaluated. Engineering was able to replicate the reported dull scissors and cutting issue. The instrument was placed on an in house is3000 da vinci system for a latex cut test and the scissors did not cut cleanly through 0.006 latex. The latex got snagged at the scissor tips. The blade edges were not damaged, but edges exhibited wear at the tips, which negatively affected the cut performance. Additional observations that were not reported by the customer was main tube damage. The distal end of main tube exhibited hairline cracks in the axial direction. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. Additional observation not reported by the customer were deep scratches on the main tube. The distal end of main tube has various scratch marks with light material removal. Scratches were 0.120 - 0.135 in length and were not aligned with the tube axis. Evidence not conclusive but main tube scratches may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damages found during failure analysis could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the user facility identified dull scissors on the monopolar curved scissors instrument and claimed that it was not cutting. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.